Manufacturer narrative:
(B)(4). Revision surgery has not occurred to date; the device has not been returned to date and eval is incomplete at this time. No root cause has been identified. Radiographs have not been made available to assess the reported event. Labeling review: "the safety and effectiveness of this device has not been established in pts with the following conditions: intractable radiculopathy or myelopathy due to pathology at more than one level and/or pathology not localized to the disc space; risks associated with implants in the spine, including the pcm cervical disc device, are: early or late loosening of the components; disassembly; bending or breakage of any or all of the components; implant migration; malpositioning of the implant; loss of purchase; sizing issues with components;..."

Event description:
Approximately 7 months following surgery on (B)(6) 2013, the implanted product was noted to have shifted position. Revision surgery has not occurred. No injury has been reported.